Event description:
Customer stated that he was taken to the ER due to hypoglycemia, an infection, and vomiting. He has been obtaining errors on the meter, and attempted to use the meter within 24 hours of going to the ER. Customer stated that he was found passed out by his roommate, and the roommate called the emt. The emt tested the customer's blood sugar on their meter and obtained a reading of 27 mg/dl. Customer was treated by the emt (treatment not provided) and transferred to the hospital and admitted. Customer stayed for 1 week in the hospital and received additional treatment (type not provided). Requested return of suspect device and replacement was sent.